Event description:
In 2006, pt implant of a bifurcated device and a 34-34-80l proximal extension. Follow-up CT revealed sac expansion without visible endoleak. The physician elected to reline the devices. Three years later, the pt was treated with an add'l bifurcated device and a suprarenal cuff with good results.

Manufacturer narrative:
Model no. 34-34-80l, lot no. W06-0213, exp date: 03/01/2009. Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn.